Event description:
The reporter states that the customer obtained a "hi" (greater than 600mg/dl) and 236mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states the customer obtained an add'l comparison with blood glucose results 236mg/dl on 503mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system went to customer and return requested.